Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent laminectomy on (B)(6) 2019 and barbed suture was used. During the procedure, the doctor was closing the fascia and the needle separated from the suture on the last back stitch. The doctor had enough back stitches to secure the suture. There were no adverse patient consequences reported.